Event description:
It was reported the "patient was getting shocks, 911 called, brought to ER" and was pronounced dead in the ER. Review of the carelink transmission noted no atrial activity on the recorded egms. The cause of death has been requested and not received. Follow up with physician reported the patient was pacemaker dependent, had regular carelink transmissions, and an office visit in (B)(6) 2010 with device interrogation showed device functioning fine. The physician reported he was satisfied that all therapies were delivered appropriately and the device was functioning fine. "Patient has a vf arrest and died."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the "patient was getting shocks, 911 called, brought to ER" and was pronounced dead in the ER. Review of the carelink transmission noted no atrial activity on the recorded egms. The cause of death has been requested and not received. Follow up with physician reported the patient was pacemaker dependent,had regular carelink transmissions, and an office visit in (B)(6) 2010 with device interrogation showed device functioning fine. Physician reported he was satisfied that all therapies were delivered appropriately and the device was functioning fine. "Patient has a vf arrest and died." Later reported patient collapsed at home and had been in cardiac arrest for 20 minutes before ems arrival.

Event description:
It was reported the "patient was getting shocks, 911 called, brought to ER" and was pronounced dead in the ER. Review of the carelink transmission noted there had been no atrial activity on the recorded egms. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.